Event description:
The surgeon reports that he implanted an intraocular lens (iol) with a scratch near the optical zone. The pt returned to their office complaining of difficulties with their vision. The surgeon removed and replaced the iol and the pt is doing well. Additional info has been requested.